Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition the foreign objects on the bending section cover's adhesive, other evaluation findings are as follows: the lens had a chip; the plastic distal end cover had a dent; there were scratches on switch#1, and the protector of the universal cord on the suction connector side; the bending section cover had foreign objects; there was air/water leakage from the air/water channel; the suction volume did not meet the standard value due to a shaved suction cylinder; the nozzle was deformed; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and there were stains on the right/left/upward/downward knobs. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's air/water nozzle was blocked. There was no report of patient harm. The device was returned, evaluated, and the adhesive on the bending section cover had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was on a-rubber glue¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.